Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure was confirmed but not replicated. The fse had noted that one of the presence pins was stuck pushed in and that it was freed using a swap and alcohol by the hospital. In logs, 31009 instrument recognition errors were seen, confirming the fault occurred in the field. Upon visual inspection, the retention plate right spring pin could be felt rough when actuating but uncertain if this is the affected pin mentioned in the field. The unit was installed onto a golden system where the component had functioned as expected. The psm was then installed onto a pftp where the unit passed all relevant testing within specification. As a result of these findings, failure analysis has concluded that the spring pins are the potential root cause for this issue. Note: the unit passed the oled test, servo test, preload motor health check, brake spec test, brake repeatability test, clutch button check, sa plunger check, sa engagement check, preload sensor check, instrument sensor check, sine cycle, smoothness test, friction test, friction high-speed sweep, and backlash test. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side manipulator (psm) 2 to resolve the issue. The system was tested and verified as ready for use. The product has been received and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called in to report that arm 1 did not recognize the instrument. Prior to calling in, they had rebooted system, attempted to reseat the sterile adaptor, replaced to another instrument with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) had them ensure that the arm was all the way up and had them reseat the sterile adaptor again with no change. The tse also had them ensure they were pressing the sterile adaptor up from the bottom. They stated that they were just getting a circling yellow led. The tse then recommended using another drape. Later, an operating room (or) staff called back to inform that after re-draping, the issue still persisted. The surgeon elected to continue the procedure with the remaining arms. The customer called back the third time to report they found the issue with arm 1. One of the four black pogo pins looked like it was broken off. The procedure was delayed for less than 15 minutes and completing as planned with no report of patient injury.